Manufacturer narrative:
Due to character restriction in block e1 e1 event site (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had electrical fault 14. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) observed the device and fault code records were inspected at the hospital site to confirm the reported fault. The compressor, scroll was replaced. The device passed all factory-specified performance and safety test specifications. The device has been delivered to the customer and was ready for clinical use. The failure analysis and testing dept. Received part compressor, scroll serial number (B)(6) with a reported unit failure of electrical code 14, insufficient negative pressure. The failure analysis and testing dept. Performed a visual inspection and observed that the connector for the compressor is badly damaged. Please see attached. Due to the damage of the connector, the fat dept. Cannot investigate this complaint any further. Probable cause of the error code is the insufficient negative pressure at 240mmhg. Vacuum pressure should be able to reach -295mmhg+-5mmhg. Retaining the compressor in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
N/a